Event description:
The customer reported that the patient support comes out too far. Philips service confirmed that there was no harm to the patient or operator. The pt acquisition had been completed and the operator was manually moving the pt out from the gantry. Philips service determined that the sub frame service latch was not secured and re-secured it.

Manufacturer narrative:
Note: we have not complete our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).